Event description:
It was reported that patient with this implantable pacemaker alleged this pacemaker was not functioning correctly. Also, stated the patient almost passed out. Boston scientific technical services (ts) referred patient to physician to confirm monitor is working. To date, the device remains in service. No adverse patient effects were reported.